Event description:
It was reported that patient underwent bilateral total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed the right hip on (B)(6) 2014. The acetabular cup, modular head, and taper insert were removed and replaced with competitor acetabular components and a biomet head. Additional information received from patient¿s legal counsel reports allegations of pain, inflammation, unspecified complications with his hips, problems walking, sitting, standing, moving up and down stairs, loss of mobility and range of motion, disfigurement, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-01307 and -03825 / -03827).

Event description:
It was reported that patient underwent bilateral total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed the right hip on (B)(6) 2014. The acetabular cup, modular head, and taper insert were removed and replaced with competitor acetabular components and a biomet head. Additional information received from patient's legal counsel reports allegations of pain, inflammation, unspecified complications with his hips, problems walking, sitting, standing, moving up and down stairs, loss of mobility and range of motion, disfigurement, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received (B)(6) 2014 in patient operative (op) notes report the right hip was revised due to pain. Revision op report notes the presence of clear yellow fluid, joint effusion, and a vertical cup. The modular head was removed and replaced. The cup was removed and replaced with a competitor component. There has been no reported revision of the left hip to date.